Manufacturer narrative:
There was no manufacturing or product defect. The company representative was unable to duplicate the reported problem. He did not find any error codes in the fault code log. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that "rn noted that balloon pump screen was all black, no waveform on bedside monitor. Power button "on", device plugged into wall, all connections checked. Rn turned off balloon pump, re-plugged into the wall, re-inflated the balloon; device then worked without problem. Rn noted battery power never turned on. Total time balloon pump was off approx 5 minutes. No pt harm. Bio medical assessment: called in datascope to test unit on site. Datascope was unable to duplicate the problem; there were no error codes on the fault code log, and a complete functional test of the unit showed no problems, the unit ran for an hour with no problems, and biomed ran the unit for an additional hour with no problems."